Manufacturer narrative:
The product has been requested and will not be returned for evaluation. Therefore, we are unable to investigate further for root cause. Manufacturing records were reviewed and found to be acceptable. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is required.

Event description:
It was reported by the user facility that an instrument broke durring procedure. One of the forceps tips broke off inside the eye during membrane peeling. The tip of the forcep entered the eye and migrated into the subretinal space. A sclerotomy was performed to remove the tip and it was removed without injury.